Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump failed and her daughter had a blank screen. The customer is currently using american batteries in the pump. The customer was advised to call back to document and get a replacement pump.